Event description:
It was reported that atrial over sensing was noted. The other electrical parameters were good. The physician decided not to take any actions. The patient¿s condition is fine.

Manufacturer narrative:
(B)(4).